Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. Evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned. Approximately 6.5¿ of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft attachment hardware. The apical cuff was returned secured, with the cuff lock fully engaged. Of note, a wrap was present on the apical cuff and pump body, and the pump appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev d, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev d, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.